Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had depressed battery pins. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation ot the reported symptom "pins are pushed in, unable to power device on," which was reproduced during evaluation. Evaluation observed the device was not able to power on using dc power. Evaluation found the rear case received with back flex battery contact pins fully depressed/jammed and unable to rebound as designed. This condition does interrupt/prevent dc operation. The rear case, which includes the backflex, was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01258 can be removed from the FDA database.